Event description:
A surgeon reported that a pt developed endophthalmitis after undergoing cataract surgery. The surgeon indicated on (B)(6) 2012 that the patient is doing better and that he expects that the pt can achieve 20/30 acuity "in a few days." The surgeon does not know the cause of the infection. Additional info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history and DHR (device history record) review was not possible. Results from the product, sterilization and batch history record review for the intraocular lens indicated that the product met release criteria. There have been no other complaints for this lot. As no sample was returned for investigation, the root cause of the customer's complaint is not known. (B)(4).